Event description:
It was reported that an ilet insulin pump had a cracked display screen that rendered the device unusable, and the user was instructed to transition to backup therapy while a replacement was arranged. Symptoms included no reported changes in blood glucose or adverse physiological effects. Outcomes included temporary interruption of ilet use and continuation of glucose monitoring with the cgm application or receiver. Investigation included coordination of device replacement logistics and verification of return processes, with instructions provided to shut down the device and to sync data prior to return and inspection of the returned device. Investigation of this device revealed a hardware failure of the display component consistent with screen damage, with no indication of therapy malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device design or manufacturing.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.